Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from her daughter's insulin pump. The mother stated that her son had symptoms such as blurry vision and thirstiness. The mother stated that her son has been having highs for two to three weeks mostly at night. The customer's mother stated that they have changed the sets and nothing has worked. The customer was advised to change the entire set, reservoir and insulin. The customer is currently at the doctor's office and will call back.